Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿blackout of touch panel, displays color bar and no image¿ was not confirmed. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the visera elite ii video system center touch panel blackout once powered on the equipment, only color bar is displayed at screen with camera head. No image is coming at monitor screen during a therapeutic total laparoscopic hysterectomy (tlh) procedure. The procedure was completed using a similar olympus device with no delay or patient impact. There was no report of patient harm or user injury associated with this event.